Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: essure implant date reported as - (B)(6) 2009 and (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: case become serious incident. Injury nos removed, essure removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: essure implant date reported as - (B)(6)2009 and (B)(6)2013. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('displacement of intrauterine contraceptive device/ coil was actually in the peritoneal cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included superficial thrombosis of veins, low back pain and pelvic pain. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of device insertion ("not going to be successful in placing the essure coil into this right tube and the procedure was stopped"). The patient was treated with surgery (lsc right salpingectomy removal of essure coil). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device dislocation with essure. The reporter commented: essure implant date reported as - (B)(6)2009 and (B)(6)2013. Right: 1 coil left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6)2009: negative.. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation, complication of device insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Event medical device removal was updated to device dislocation. Event added: not going to be successful in placing the essure coil into this right tube and the procedure was stopped. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.